Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The device perforated the esophagus during use.

Manufacturer narrative:
This report has been determined to be a duplicate record of regulatory report # 1219930-2017-05035. All additional information will be filed under that report number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.